Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the guide meter, which is used on an ambulance by emt's was without power. It was reported that the emt's were responding to an emergency rescue mission for a patient. Upon arriving to the scene the patient was in critical condition, they attempted to test the patient's blood glucose and were unable to get a result, due to a power issue with the device. The patient's blood glucose could not be determined, which was necessary at the time. The patient was transported to the hospital. The patient's blood glucose level was high, but the exact result obtained at the hospital was not provided. The type of treatment provided by the paramedic's or hospital staff was not provided. At the time of the report the patient was still hospitalized, it is unknown when they were discharged. The patient was stable.